Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient observed black particles blowing out of the device. The patient was diagnosed with cancer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles blowing out of the device related to a CPAP device's sound abatement foam. The patient was diagnosed with cancer. No medical intervention was specified. Since there is no customer information, the manufacturer believes they will be unable to gather information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.